Event description:
It was reported that an asymptomatic patient presented during elective device replacement due to advisory. Noise was noted on atrial and ventricular leads. The leads and the device were explanted and replaced. The patient was stable before during and after the procedure.